Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 295 mg/dl and sensor glucose was 55 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 60 mg/dl. Auto mode was not on at the time of the incident as the customer does not use a 670g insulin pump. No harm requiring medical intervention was reported. The sensor nor the insulin pump will be returned for analysis.